Manufacturer narrative:
It was reported that, a month after stent deployment, an exclusion against the covered part from outside due to stenosis. And, one-third of the stent was found being fractured on (B)(6) 2018. Through the attached photo, it is confirmed that the distal part of stent is partially pressured. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The biliary structure where stent was implanted is narrow and curvy. Stent can be frequently pressured due to patient's lesion status and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Stent was not removed from the patient, therefore it is difficult to judge fracture caused by device malfunction. However, based on the description, which was written that "it was unknown whether the tumor invaded the covered stent or not", it is possible that the tumor is in/over-growth on the stent. It is stated on user manual as follows. Potential complications: potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: tumor ingrowth, tumor overgrowth. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2018: the stent was placed in lower bile duct due to the stenosis caused by pancreatic cancer. 1 month later: an exclusion against the covered part from outside due to stenosis was found in CT inspection. It was unknown whether the tumor invaded the covered stent or not. On (B)(6) 2018: one-third of the stent was found being fractured and the fractured part could not be found in CT inspection. On (B)(6) 2018: considering jaundice in the future, another stent (bsd1208fw) would be placed stent-in-stent covering the fractured part.